Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: nurse on (B)(6) reported that a heparin bag remained full and was not "dripping" despite hours of infusion and absence of pump alarms. See attached pumps logs and summary document. While investigating the incident, the logs revealed a suspected manual entry error involving an inputted value of 17.8 units/hour (0.17 mlhr) increased to 19.8 units/hr (0.19 ml/hr), rather than 1780 units/hr increased to 1980 units/hr as ordered.